Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a battery alert that occurred during infusion therapy (medication, dose, programmed amount and delivery rate unknown). The pump was described to infuse the drug as expected ('running fine") until a red screen came on. There was no report of patient harm related to the event but an unspecified intervention was reportedly required to prevent patient harm. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through review of the event history log which identified 2 occurrences of "battery alert" messages. The reported issue was not reproduced during evaluation. The device was tested with the customer battery and alternating current (ac) power adapter and the pump was able to function normally and charge the battery as intended. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.